Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer claimed that a patient was burned on his hip and finger. The customer believes the ECG module is what burned the patient. It is not known at this time if or how the patient was treated for the injury.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site to evaluate the device and wireless ECG module. Per the fse, the hospital biomed asked if he could do a preventive maintenance on the device and wireless ECG module. According to the fse, he found nothing out of calibration and the device and wireless ECG module performed properly. According to the customer, the wireless ECG module was located in between the patient and the gurney. There were no melting or burn marks noted on wireless ECG module and the same wireless ECG module has continued to be used without issue. Following the incident, the biomed tested the wireless ECG module and was not able to find any problems with it. Additional information regarding the incident was requested, but additional information was not received. Based on the available information, it is possible that the injury was caused by skin to skin contact between the patient¿s thumb and hip. When this occurs the patient¿s body becomes a conductive path by the creation of a loop. This skin to skin contact can be reduced by placing foam pads or other nonconductive material between the patient¿s hand and leg, if necessary. The wireless ECG module and patient monitoring device remain at the customer site and both continue to be used without further incident. A search found no further related calls. The absence of further calls supports that the reported problem has not recurred. The customer claimed that a patient was burned on his hip and finger. The customer believes the wireless ECG module is what burned the patient. Hospital clinical engineering/biomed staff reported that they did not think the patient was treated. It was reported that the patient was immediately discharged and when the customer followed up a few days later, the patient said issue had cleared. Testing completed by both the hospital¿s biomed and a philips fse found that both the device and wireless ECG module performed properly. Based on the available information, it is possible that the injury was caused by skin to skin contact between the patient¿s thumb and hip. When this occurs the patient¿s body becomes a conductive path by the creation of a loop. This skin to skin contact can be reduced by placing foam pads or other nonconductive material between the patient¿s hand and leg, if necessary.